Manufacturer narrative:
The following additional information was received from the contact. Per the death certificate, the immediate cause of death was determined to be cardiac arrest, with the underlying causes of cardiac arrhythmia and coronary artery disease. Other significant conditions contributing to death, but not resulting in the underlying cause, were listed as diabetes mellitus and chronic renal failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away. The contact stated that they did not believe that the death was related to pump or supplies, but they were not certain because the cause of death is unknown. The contact stated that the customer was taken off the pump shortly before the death. A death certificate is not available. No additional information was provided.